Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that her husband experiencing high blood glucose. Blood glucose level was 600 mg/dl. Two days ago, at night his blood glucose dropped twice and last night blood glucose dropped again. Insulin pump was unavailable at the time of call, so the troubleshooting was not completed. Customer's wife was unsure about low blood glucose value. It was unknown if the customer was using auto mode or not. No further details were given. Insulin pump will not be returned for analysis.